Manufacturer narrative:
Action taken by medartis to lower the risk of breakages: medartis upgrades the screwdriver tip design and the hardening process of the screwdriver blade. The change is currently ongoing and should be completed in january 2021.

Event description:
Tip of screwdriver broke during implantation of a screw. The final x-ray showed that a very small piece of the screwdriver was left in the patient. The incision has been re-opened and the part retrieved.